Event description:
Related manufacturer reference number: 2017865-2022-19607. Related manufacturer reference number: 2017865-2022-19609. It was reported a patient presented to the emergency department with a fever, erythema, swelling, and tenderness at the implantable cardioverter defibrillator (ICD) site with drainage. The ICD and right ventricular (rv) lead presented with an infection. The ICD and rv lead were explanted in a procedure on (B)(6) 2022. During procedure, it was noted the previously capped rv lead had externalized conductors, tissue growth did not allow for explant and no further intervention was reported. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes the previously capped right ventricular (rv) lead was explanted in a separate procedure on (B)(6) 2022. There were no patient consequences.